Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter reverted to the setup mode. The patient indicated that the alleged issue started on an unspecified date/time half a week prior to contacting lfs on (B) (6), 2010. On an unknown date/time a week before contacting lfs on (B) (6), 2010, the patient claimed that she received unspecified phone advice from a health care professional (hcp). The patient denied, however, that she received any treatment because of the alleged issue. Two days after the alleged issue began, the patient claimed that she developed symptoms of nausea, shakiness, and blurred vision.the meter, test strips, and control solution were replaced.based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.